Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information, the issues were solved by inspiratory flowmeter replacement. The ventilator passed all functional and safety tests and was cleared for clinical use. The inspiratory flowmeter measures the combined air and o2 flow, as well as the temperature of the inspiratory gas from the o2 gas module and turbine module. The flow measurements are used as input to control the gas module and the turbine, creating a feedback loop. Device's logs and defective part were not available for further analysis, despite request. The cause to the reported issues has been determined as related to inspiratory flowmeter.